Event description:
It was reported that patient wanted to switch back to group c from group b. Agent walked patient through how to switch groups and when patient switched to group c, they reported feeling a jolt and said they weren't expecting to feel the electricity. Patient did say that the feeling was slowly going away but they were surprised to feel the increase in stimulation. During the call, patient mentioned that the reason they needed to access the my dbs therapy app was to switch back to group c. Patient said that they have been feeling overstimulated at night and uncomfortable and they have noticed their tinnitus has been worse since the switch and especially the last couple nights. Patient said they do sometimes take a medication at night but hadn't the past couple nights so they're not sure if the past couple nights where they haven't been bale to sleep much and experiencing worse tinnitus is due to that or to the group change. Agent walked patient through how to switch groups since patient wanted to switch back to group c. Agent also advised patient to speak to their doctor about the symptoms that they have been experiencing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.